Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: promus element, mr, ous 3.00x32mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. A visual and tactile examination of shaft polymer extrusion revealed a shaft break 38mm proximal from the port bond. A visual and microscopic examination found damage and stretching to the tip. An attempt was made to track the device over a guidewire but it was not possible due to the tip damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 15-oct-2018. It was reported that tracking difficulties were encountered. Vascular access was obtained via the right femoral artery. The 80% stenosed, 28mmx2.75mm, concentric , de novo target lesion was located in the severely tortuous and mildly calcified right coronary artery (rca). The lesion contained a bend between 45 and 90 degrees. After engaging a 6f non-bsc guide catheter coaxially and crossing a non-bsc wire, pre-dilatation was performed with a non-bsc balloon catheter. A 3.00x32mm promus element¿ stent was advanced but failed to track. The device was removed and a support wire was advanced but still the device could not track the lesion. The procedure was completed with another of the same device. Post-dilatation was performed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft break.